Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product shows sign of repeated use and it is fractured. Not all fractured pieces were returned. The fracture surface is consistent with overload failure, possibly over the course of a few impaction cycles, as evident by the presence of hackle marks, river lines and striations features on the fracture surface. Review of the device history record identified no deviations or anomalies during manufacturing. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Medical records were not provided. This complaint can be confirmed via product evaluation. Root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a femoral impactor pad fractured during use. There was no reported impact to the patient. No additional information available from hcp.